Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Soundstar eco catheter, model # m-5723-16, s/n: (B)(4). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a coolflow pump and suffered a st segment elevation and air embolism. During the procedure, the first smart touch catheter in use stopped displaying the temperature value. As a result, it was replaced with a similar catheter, and the case continued. Soon thereafter, it was noted that the patient¿s st segment was elevated on three leads (ii, iii and the augmented vector foot), and an air embolism was suspected on the left side of the heart. The st segment elevation resolved on its own, and the patient recovered from the air embolism without further intervention. The physician¿s opinion regarding the cause of the event is that occurred during insertion of the second catheter. No extended hospitalization was required as a result of this event. The sheath in use at the time of the event was not a biosense webster product.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) it was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a coolflow pump and suffered a st segment elevation and air embolism. Follow-ups for service were attempted with no response from the customer. Service was not performed. The complaint is unable to be confirmed. A device history record (DHR) review verified that the device was manufactured in accordance with documented specification and procedures.